Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the complaint device reveals that the driver's distal square drive tip has broken off. Device met all material specifications as received. Progression marks on the fracture face indicate a torsional failure. Complainant's event is typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, or torquing while leveraging the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the metal tip of the inserter broke off in the anchor upon insertion. The surgeon decided against removal of the anchor as it was secured into the bone. The implant was inserted into very hard bone of the patella where the small piece of the driver tip remains in the implant. Left quadriceps tendon repair. The patient is doing fine to date.